Manufacturer narrative:
No sample was returned; therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. Because a sample was not returned, the root cause cannot be determined. The shunt remains implanted in the pt's eye. There have been two other similar complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A surgeon reported that approx nine months after a glaucoma filtering shunt was implanted, it was observed to be touching the iris. The pt had increased intraocular pressure and fibrosis of the filtering bleb. Two months later, iris tissue was invaginated into the tip opening of the shunt. A yag laser was used to remove the tissue from the shunt and a needling procedure was completed as well. The pt was noted as using a glaucoma eye medication and considered recovered a month later. The shunt remains implanted. No additional info is expected.

Manufacturer narrative:
(B)(4).

Event description:
Nearly three years after initial shunt implantation, the shunt became occluded a second time by iris tissue. Again, a yag laser was performed to release the tissue from the device tip.